Event description:
The patient reported experiencing air bubbles in the infusion tubing and adapter for the past 8 weeks. Her blood glucose has elevated to 450 mg/dl and she changed the infusion set and bolused through the infusion device. Her normal blood glucose range is 120-150 mg/dl. She stated, she does not allow insulin to reach room temperature prior to use. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.